Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). It was not reported whether the dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported. It was unknown if the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12b06041 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.